Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer was asked to deliver a 5.0u via fill cannula and there was no motor error alarm. Customer was informed that the connection could cause the alarm. Customer changed the tube and reservoir. Customer stated that the motor error occurred 2 times in the last 30 days. Customer was asked to return pump for analysis. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.